Event description:
Ultrafiltration (uf) test failure. The gambro technical services (gts) rep found that the wire to the top connection on the uf pump had been pulled loose by the cover, causing the pump to stop functioning. The gts rep loosened and reseated the connection. No pt involvement was reported.